Event description:
This is a report of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. On an unreported date, the patient experienced loose stools, which caused peritonitis. The patient was hospitalized for the event. The patient was treated with injection amikacin (250mg, twice daily, ip) for peritonitis. The outcome of this peritonitis event was unknown.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.